Manufacturer narrative:
Intuitive has received the 8mm permanent cautery hook with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of physical damage to be related to the customer reported complaint. For clarification, the instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.241 x 0.283 in size. The root cause of broken instrument distal clevis is typically attributed to the user, which can happen when excess force is applied at the instrument tip. Additional observation(s) not reported by site: the instrument was found to have the conductor wire cap dislodged from its normal position. The cap was not returned. The root cause of the dislodged instrument conductor cap is typically attributed to the misuse/mishandling, which can happen when excess force is applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted hepatic lobectomy surgical procedure, the movement of instrument was not normal. The customer checked the instrument and found that the front part of instrument had fallen out. The procedure was completed with a backup da vinci instrument of the same kind. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following additional information from the customer: there was no report of fragment(s) falling inside the patient.